Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the first provided picture showed the product after treatment with only the label of the dialyzer visible. The second picture showed the product during treatment. Both pictures did not identify a fluid leak. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a polyflux 170h set, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.